Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, IFU, quality control and visual inspection of the returned device was conducted. Visual inspection of the returned device noted, the hub separated from the sheath and the sheath tubing separated into two segments connected by exposed intact coiling. The flare of the sheath was found to be extremely distorted. The flare was stretched and torn. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. No similar complaints have been reported for this lot number. Based on the visual inspection of the returned complaint device, the reported condition is possible indicative of the product receiving, during the removal process, a force beyond its intended design.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a aortogram of the right groin of the (B)(6) year old male patient, the product broke at the hub; resulting in hub detachment. The user was able to pull pieces out of patient with no interventional procedures. A section of the device did not remain inside the patient&#38112;body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.